Event description:
Clinical laboratory reported that the prevalence of specimen results that fall in the "range of least reprrducibility" as internally defined by the laboratory, had tripled in the most recent assay run with kit lot 2570. The report indicated that the assay calibration criteria was specified in the product package insert. Initial evaluation of the report did not identify the report as an adverse event. Digene identified the requirement to submit an MDR in january, 2003, after investigation of multiple similar complaint reports confirmed the reported aberrant product performance. The reports were characterized by an increased number of low-signal positive specimen results using the hybrid capture 2 hpv dna assays, all of which were obtained when performing acceptable assays according to the quality control and assay calibration verification criteria that are provided in the product package insert. At the time that the combined investigation was initiated in january, 2003, 11 customers had reported complaints involving a total of eight kit lots. An additional two kit lots have been reported since that time, including one customer report received from outside the united states for use of the hybrid capture ii CT-ID test.